Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that on (B)(6) 2019 the patient fell on their back and was rushed to the hospital. Since then, the patient had severe spasms from their waist (same level as the scs) down both legs and into toes. Also since the fall, they had difficulty walking, was using a cane, had severe leg weakness, and about 80% pain coverage in their lower back whereas before the fall they had more coverage. The consumer had not noticed a difference in location of stimulation sensation. They had tried increasing stimulation but this did not help. A CT scan showed there were no broken bones or bruised muscles. The consumer was scheduled for an x-ray for (B)(6) 2019. The consumer was going to turn stimulation off to see if that affected the spasms. No further complications were reported.